Manufacturer narrative:
Patient information: patient is 84 cm tall. Manufacturing site evaluation: investigation on-going. Additional information and/or investigational results will be provided in a supplemental report.

Event description:
A post operative issue was identified with the shunt system. As a result, it was explanted. Very limited information was provided. The product was implanted into a now (B)(6) year old patient on (B)(6) 2018. Due to a reported valve blockage, it was explanted on (B)(6) 2019. No further details provided. No associated patient complications are reported.